Manufacturer narrative:
Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. During visual inspection of the device it was observed an area of missing material in anterior expanding to posterior view, measuring approximately 8.0 cm x 2.0 cm. No other anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It is possible the rupture was caused by the stress occasioned to the shell by the capsular contracture. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade 2 or 3. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with an unknown mentor saline breast implant and experienced postoperative right-sided deflation and bilateral capsular contracture, baker grade 2 or 3 on left and baker grade unknown on right. Diagnoses were confirmed by a physician. As a result, the patient underwent explantation and replacement with 500cc smooth mentor memorygel breast implant, catalog # 3505001bc, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2019. This medwatch report is for the left-sided implant.